Event description:
Consumer called to report their meter is not accurate. Analysis run on clark error grid using mean avg reading (376) as ref. Point vs. Bd readings of 242,510 yielded data points in the c zone of the grid, outside of acceptable limits.